Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that one sensor was not sticking and the other had a missing electrode. It was reported that the sensor were thrown away. It was reported that the sensors would be replaced. No further information provided.